Manufacturer narrative:
As no lot number was provided, the device history records could not be reviewed. Concomitant medical products and therapy date- detail of product: item number: unknown, item name: pressfit cup, lot # unknown; item number: unknown, item name: metasul insert, lot # unknown; item number: unknown, item name: revitan distal, lot # unknown; item number: unknown, item name: revitan proximal; lot # unknown. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient underwent revision surgery due to unknown reason.

Event description:
It was reported that patient underwent revision surgery due to elevated metal ions.

Manufacturer narrative:
A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Investigation results are now available.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive additional information for this case. The missing information was requested but was not available. DHR-review: as no lot number was provided, the device history records could not be reviewed. Trend analysis: no trend analysis could be performed as no item numbers is/are available. Event description: it was reported that the patient was implanted with metasul head on (B)(6)2008 and underwent revision in, 2014 due to elevated metal ions. Review of received data: surgery report dated (B)(6) 2008: history of patient: first implantation in 2006. Chronicle infection after the implantation. In 2007 rinsing performed, but it didn't work so revision of the tha preferred. Technique: osteolysis observed around the superior metaphyseal part of the diaphyseal. They were not able to remove the stem. Thus, the femorotomy approach is preferred. Zimmer hap pressfit cup 60mm implanted. Good stability. Metasul insert 50/32 inserted. Stem trial with distal 18/140 and proximal 65 is done. After reduction it was found too long, therefore proximal stem 55 with head offset 0 chosen. Anteversion 50° was ashieved with the implants. However, posterior instability was observed in flexion. So the head is changed to 32 +4mm. 3 cerclage cables were inserted around the distal window opening to stabilize. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Conclusion summary: it was reported that the patient was implanted with metasul head on (B)(6) 2008 and underwent revision in, 2014 due to elevated metal ions. The device was in vivo for approx. 6 years. Neither case relevant x-rays, lab reports, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. In conclusion, due to significant lack of information, an exact root cause of the reported event cannot be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).